Manufacturer narrative:
Upon the completion of the investigation, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon the completion of the investigation, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign report source: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the handpiece was under-powered.